Event description:
It was reported that opti18 optisite arterial perfusion cannula fallout either from the patient or from the connector to the ECMO during use. The patient expired with unknown reason. The device was stored flat at the hospital. Abnormality on the cannula was not noted. ECMO and cannula were in use for about seventy-two (72) hours.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. No device was returned to edwards for evaluation and no images were provided. No DHR could be performed as the lot number was not provided. Based on the information available the complaint is not able to be confirmed. Customer reported that no abnormality on the cannula was observed. Furthermore, the device is indicated for a use time of <6 hours but was used for about 72 hours. It is unknown if the reported usage time contributed to customer's experience. A root cause cannot be conclusively determined with the available information. An edwards defect has not been confirmed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. In progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that opti18 optisite arterial perfusion cannula got removed from the patient during use. It was used with ECMO. The patient expired. The device was stored flat at the hospital. Abnormality on the cannula was not noted. ECMO and cannula was in use for about seventy-two (72) hours.

Manufacturer narrative:
B5 updated description with correction to time of use (72 to 76 hours). The following summary was corrected to have the correct number of hours of use and clarified that it is an estimated 76 hours to match the evaluation summary which has been updated with the time update as well. No updates or corrections to h6 codes/ conclusions: attempts to retrieve additional information were unsuccessful. No device was returned to edwards for evaluation and no images were provided. No DHR could be performed as the lot number was not provided. Based on the information available the complaint is not able to be confirmed. Customer reported that no abnormality on the cannula was observed. Furthermore, the device is indicated for a use time of <6 hours but was used for an estimated 76 hours. It is unknown if the reported usage time contributed to customer experience. A root cause cannot be conclusively determined with the available information. An edwards defect has not been confirmed. H11 manufacturer narrative: edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that opti18 optisite arterial perfusion cannula fallout either from the patient or from the connector to the ECMO during use. The patient expired with unknown reason. The device was stored flat at the hospital. Abnormality on the cannula was not noted. ECMO and cannula were in use for about seventy-six (76) hours.